Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on anterior side assessed as fold flaw opening additional observations: observed creases on the device. Observed wear abrasion on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Cont. H.6. Health effect f2203-imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.